Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead was repositioned several times due to small r waves. The lead was removed and replaced. The replacement lead exhibited similar issues but a satisfactory location was found. The replacement lead is still in use. No patient complications have been reported as a result of this event.